Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
Evaluation summary: the spider fx double-ended catheter was received with a fractured core of the capture wire (loaded in the shipping dispenser hoop). The core wire fracture was within the uncoated, tapered section of the capture wire. The fracture face exhibited material deformation indicating a severe kink at the fracture site. The filter assembly was separated from the body of the capture wire core. The fracture face exhibited a severe kink and the material on either side of the fracture exhibited curling of the core wire. The marker band of the double-ended catheter's delivery section did not exhibit a lateral compression (flattening). The lumen of the marker band would accept a 0.032" gage pin but would not accept a 0.0325" pin (design specification = 0032" +/- 0001"). The white atraumatic tips of both the delivery and recovery sections of the catheter did not exhibit any damage relevant to the reported event. Four cine images from the procedure were received for this investigation. The images lack the resolution to definitively assess the capture wire configuration however, the filer assembly appears to have a looped wire within the filter cavity. The first three images also document the distal end of a catheter but make/ model of the catheter and its compatibility with the spider fx capture wire could not be assessed. The forth image documents the deformation of the filter assembly (inverted filter).

Event description:
Atherectomy was performed over the spider wire with multiple passes over 3 different insertions. Upon completion of atherectomy, an .035" catheter was inserted on to the spider wire and advanced distal towards the spider filter with the intent of retrieving the spider filter. When the xray reached the location of the filter, the physician observed that the filter appeared to be inverted on itself. The physician attempts to "right" the filter by manipulating the wire failed, so the physician advanced the .035 catheter in an attempt to retrieve the spider filter. Resistance was met so the catheter was removed and replaced with a larger inner diameter microsheath. The inverted filter was partially retrieved into the microsheath when it separated from the wire and was left detached in the artery. The broken wire was removed from the patient and a snare was inserted through the 7f sheath, through the microsheath, and advanced down to the filter basket. Snaring the spider filter basket proved difficult but it was eventually snared successfully and removed from the body.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
Evaluation summary: the spider fx double-ended catheter was received with a fractured core of the capture wire (loaded in the shipping dispenser hoop). The core wire fracture was within the uncoated, tapered section of the capture wire. The fracture face exhibited material deformation indicating a severe kink at the fracture site. The filter assembly was separated from the body of the capture wire core. The fracture face exhibited a severe kink and the material on either side of the fracture exhibited curling of the core wire. The marker band of the double-ended catheter's delivery section did not exhibit a lateral compression (flattening). The lumen of the marker band would accept a 0.032" gage pin but would not accept a 0.0325" pin (design specification = 0032" +/- 0001"). The white atraumatic tips of both the delivery and recovery sections of the catheter did not exhibit any damage relevant to the reported event. Four cine images from the procedure were received for this investigation. The images lack the resolution to definitively assess the capture wire configuration however, the filer assembly appears to have a looped wire within the filter cavity. The first three images also document the distal end of a catheter but make/ model of the catheter and its compatibility with the spider fx capture wire could not be assessed. The forth image documents the deformation of the filter assembly (inverted filter).